Event description:
Medics were monitoring a pt (age and gender unk) during an in-house transport, the unit lost power. The unit's monitor screen only displayed a "bright green dot" in the lower left hand corner of the screen. The staff changed the unit's battery, but the screen display did not reapperar. There was not adverse effect on the pt.